Event description:
(B)(4). Device was provided by insurer. Since I've had the device, I have been fighting and living with anxiety, depression, fatigue, itching, rash, allergic reactions , pelvic pain, bloating, weight gain, lack of focus, cramps, pain all over, burning sensations, memory loss, back pain, difficulty sleeping.